Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device was partially fired. The most likely cause could not be established from the information available. Partial firing with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection to prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, the handle broke off and was not able to fire. It was noted that after loading the reload the colon was kept between jaws of the staplers and was tried to fire by squeezing the handle after pressing the green button. It did not fire and the handle broke inside. A new handle was used to resolve the issue and complete the case. There was no patient injury. Medtronic¿s initial evaluation of the incident device found that the loading unit was partially fired to the 4cm cut line.

Manufacturer narrative:
Additional information: g1(MFR contact first name, last name, street1, MFR city, region, postal code, email, phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information r egarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device was found to be partially fired. Visual inspection noted, the loading unit was received engaged with the tube housing of the instrument. The staple cartridge noted that the loading unit was partially fired to the 4cm cut line. Anvil clamping mechanism was observed deformed (bent), causing the tips of the jaws to not touch as expected. The most likely cause could not be established from the information available. The issue of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.